Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump received no delivery alarm. The customer¿s blood glucose level at the time of incident was unknown. The customer performed 5.0 unit fixed prime and the insulin did not exit and the pump alarmed no delivery. The customer removed reservoir and performed rewind and pump alarmed with no reservoir detected. The customer was asked to push insulin slowly through the tubing and it was found that the insulin did not exit with plunger push. The customer also reported that insulin exits, but there was greater than normal resistance when the customer attempt plunger push. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.